Event description:
It was reported the patient experienced wound dehiscence over the neurostimulator. Fluid accumulated in the pocket making it difficult to obtain efficient coupling; interrupting recharging sessions. The hcp diagnosed an infection and the device was explanted.